Event description:
Technician alleged that the bed had no audible alarm capability. No pt injury reported.

Manufacturer narrative:
The technician found the alarm was missing from power control module. The technician replaced power control module to resolve the issue.